Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer alleged wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level was 138 mg/dl. Customer continued to use pump for insulin therapy.